Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient¿s cgm displayed 300 mg/dl and the patient self-treated with insulin. An unspecified amount of time later while sitting in a chair, the patient experienced chest pain and shortness of breath. His care giver took him to the emergency department where his bg was 48 mg/dl and he was treated with IV glucose and juice. Per the patient¿s spouse, it took approximately five hours for the patient¿s blood sugar to stabilize. Once it stabilized, he was released. The cgm continued to be 100 mg/dl points inaccurate. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.